Event description:
Initially, the mother called requesting assistance with settings. Assisted the caller with changing the basal rates. Then the mother called back and stated that her son experienced low blood glucose for three consecutive nights. She stated that the educator found in the log book diary report that the customer had multiple unexplained boluses of 25 units each night. The mother contacted the doctor and was told to remove him from the device. Troubleshooting was performed, and the fill cannula was programmed incorrectly. The drive support cap appears not to be damaged. Reviewed the programming, and found multiple boluses that they did not recall programming. The mother reported that her son had an incident almost a year ago. She stated that her son received 25 units, three times in a three hour period. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The device was received with debris under the window display. The unit was programmed with correct time and date. The device was monitored for fourteen days and no unexpected boluses noted. The unit was programmed with multiple boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen. No bolus anomaly or history anomaly noted. The device was downloaded to carelink personal. Unable to verify bolus history or daily total history anomaly due to an error alarm. The error alarm was due to corrupted history file. The device was received with cracked end cap.